Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to gear-pinion. A non-significant anomaly was also noted of pump motor o-ring wear.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump was explanted on (b)(6 2014 and there was a white, powdery substance in the pocket of the pump and covering the pump. Diagnostic testing or troubleshooting was not performed. The cause of the issue was undetermined. It was noted a few days ago during a refill, the patient reported that the nurse aspirated white liquid from the pump. The patient has had increased pain in the last few months at the device pocket. During the replacement, the pump pocket was filled with a white powdery/sticky like substance that was covering the pump as well. The healthcare provider (hcp) would like analysis of the pump. The patient¿s status at the time of this report was ¿alive-no injury.¿ the issue was considered resolved; however the hcp would re-evaluate if the patient needed a catheter revision in the near future. If additional information is received, a follow-up report will be sent.

Event description:
The pump was at elective replacement indicator (eri) several months ago during a refill the nurse aspirated white liquid. During the replacement the pump pocket was filled with a white substance that covered the pump as well.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l40843, implanted: (B)(6) 1999, product type catheter; product ID 8711, lot # j11411r67, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
It was reported the patient had a pump that had morphine in it to relieve chronic pancreatitis and the pump had worked great for all the years that he has had it. However, it was also reported the patient noticed about a week ago he started to hurt a lot and the patient felt like nothing was really working properly. The patient started to wonder maybe the sun did something that heated it up. The patient was in arizona for the first couple of weeks in (B)(6) 2014 and was sitting in the sun and it was very hot, 105 degrees. The patient was wondering if the sun heating up the pump had done anything to the medication inside of him. It was noted, ¿my daily dose is about 8.5 right now, and we¿ve been dropping it down, maybe we've gone down too low." It was also reported when the patient started ¿getting down low in the morphine that¿s in me¿ the patient had a feeling he did not think it worked as well once it was in him after a while. The time between his refills was almost 2.5-3 months now and the patient was wondering if that was too long that the morphine breaks down and was not doing its job. The patient had been noticing this at the last couple of refills and just before the refills the patient started to not feel good. It was also reported the pump would need to be replaced within the next couple of months due to it reaching end of battery life. The pump was being used to deliver morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the symptoms was unknown and it was unknown if the issue had been resolved. It was noted on (B)(6) 2014 the patient had a refill and the expected residual volume (erv) was 8.5ml and the actual residual volume (arv) was 7ml. On (B)(6) 2014 at the patient's refill the erv was 11.9ml and the arv was 12.5ml. It was also reported at the refill on (B)(6) 2014 the erv was 7.7ml and the arv was 7.5ml. However, it was noted the patient recovered without permanent impairment. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.